Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) has two leads from the same lot (for off-label) use. It was reported the patient's lead located in the right, occipital region had eroded through the patient's skin. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor decided to cut and remove a portion of the lead that had eroded through the patient's skin. The doctor felt doing so would reduce the risk of infection. The remaining portion will remain implanted until further surgical intervention takes place. Note: concomitant medical products and therapy dates are unknown.